Event description:
It was reported that, prior to a lap cholecystectomy procedure, the handpiece failed to work. No patient consequence.

Manufacturer narrative:
H.3.: evaluation summary: the hp054 hand piece was returned with a slightly loose mount. It was tested on a generator and gave an error code 7 and a solid tone. The hand piece was disasembled, a slightly torn acoustic isolator was found in the instrument.